Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from the feedset tube on an mr290 vented autofeed humidification chamber. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a break in the feedset tube at the connection to the chamber dome. The surface of the break was rough. A lot check revealed one other complaint of this nature for lot 110823. Conclusion: the break in the feedset tube on the mr290v chamber was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process and discarded. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. This suggests that the damage observed on the returned mr290v chamber occurred after it was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from the feedset tube on an mr290 vented autofeed humidification chamber. This was found during use. No patient consequence was reported.